Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and a cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. A second cds was advanced to the mitral valve; however, the first clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure continued and the second clip was deployed to stabilize the first clip. A third clip was deployed to further reduce mr. Three clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.